Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. During treatment of the anterior tibial artery (ata), the lesion was successfully crossed with a guidewire. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation; however, due to the highly calcified nature of the lesion, the balloon ruptured at an initial inflation pressure of 8 atmospheres. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.